Event description:
Resident found with g-tube feeding running wide open, plastic crimping piece had broken. Resident received approx 650cc in 1 hr of formula. Resident went into respiratory distress with vomitting approximately 5 hrs later - sent via 911 ems to hosp. The hosp admission dx: aspiration pneumonia.